Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge error during load. Additionally, the customer performed the fill tubing step, however did not observe any drops of insulin exit the end of the tubing. The customer's blood glucose was 180 mg/dl. The customer stated would use manual injections as alternate insulin therapy.